Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Signal loss was observed in the investigation window. Additionally, tandem performed a data review for this complaint from (B)(6) 2022 to (B)(6) 2022 and reported that there is no evidence that the pump experiencing a malfunction or failure. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022, the patient reported his sensor ¿stopped working¿ and was hospitalized because of this. The patient stated his bg reading reached 1000mg/dl. The patient was also wearing a tandem insulin pump. The patient could not recall any further event details. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.